Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in patient's death.

Event description:
Device interrogates with a message saying watch dog error. Device is at a rate of 53 ppm after programming the device to 60 ppm which indicates that the device is in eri mode. Magnet rate also confirms eri with a rate of 80 ppm.